Event description:
It was reported that during a cartilage repair surgery the download tool was curved. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted damage to the distal end of the recipient device. It appears crushed and torn. No damaged observed on the donor device. The most likely cause of the failure is use error due to excessive force on the device.